Event description:
A (B)(6) patient coded while having a CT with contrast. Cause of the arrest was an air emboli. Patient was resuscitated and admitted to (B)(6). She sustained 2 fractured ribs during CPR. Transferred to a general medicine floor the next day and was discharged home 3 days later with home care. Investigation determined that the air emboli was the result of air injected into patient using the medrad (bayer) stellant injector. It is unknown where the defect exactly occurred in the system. The injecting equipment was not retained and therefore was unable to be examined. The injecting machine was examined and determined to be in working order.